Manufacturer narrative:
During an internal review on 04-jun-2025, noted a correction to the 3500a follow-up as should have included under h11. Additional manufacturer narrative, "transient ischemic attack (tia) was confirmed for the procedure with qdot catheter." If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation with a qdot micro catheter, the patient experienced a suspected transient ischemic attack (tia). The report indicated that a transient ischemic attack (tia) was suspected. There were symptoms of some difficulty with vision, imaging was done, and it was said that it was related to some older event. The patient was ablated the previous day with radio frequency (rf) and few months ago with varipulsetm catheter. Additional information was received on 28-apr-2025. The procedure was a redo procedure for pulmonary vein isolation. The patient¿s rhythm during the procedure was sinus rhythm. The outcome of the adverse event was that the patient fully recovered (no residual effects). Additional information was received on 30-apr-2025. The tia symptoms occurred after the re-do rf ablation procedure with the qdot micro. The patient did not have the same vision issue prior to the rf ablation procedure, but the patient had some eye operation before. The patient had signs of past lesions happened before the case, unclear when. The patient did not have history of stroke prior to the varipuse ablation, and the imaging described in this complaint does not correlate with prior history. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The intervention provided was redo pvi. This procedure was for treating of paroxysmal af. The act before and during ablation was 284 seconds. The patient did not have a previous history of stroke. Pre-ablation thrombus check was not performed. No catheter exchanges occurred during the procedure, and one transseptal puncture site was performed during the procedure. The sheath and the catheters were not exchanged. The patient did not have anatomical abnormalities. No ultrasound used.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 11-may-2025. The patient was not evaluated for vision difficulties prior to both procedures with qdot and varipulse. Imaging done at the day showed signs of old tia but timing was not identified. On (B)(6) 2025 redo with qdot (mapping with pentaray). Procedure time 57 min, rf time 17min (77 applications). On (B)(6) 2025 the patient had tia symptoms. Therefore, updated the d10. Concomitant medical products and therapy dates section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).